Manufacturer narrative:
The device was received for evaluation. During evaluation, the directional flow label was found missing while conducting a visual inspection . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the directional flow label missing which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation device was found with the missing directional flow label while conducting a visual inspection. There was no patient involvement. No additional information is available.